Manufacturer narrative:
Investigation including root cause analysis is in progress.

Event description:
It was reorted that the device's air in line sensor is lifting. There was no patient involvement reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.